Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was scratched. Reportedly, customer was unable to see messages on the pump touch screen due to the damage. Reportedly, the scratched occurred due to wear and tear. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.